Manufacturer narrative:
Result: erroneous results generated.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high triglyceride (tg) results for twenty-eight (28) patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. The customer reported there were no calls to the laboratory from physicians or other health care providers stating that any patient had been treated based on the erroneously high tg results. The customer reported experiencing problems with tg quality control recoveries on the analyzer. Initial troubleshooting activities with the customer did not resolve the problem. Bec advised the customer to check all of the tg patient results that were generated since the problem began. The customer reported that the patient samples will be rerun for tg on their other unicel dxc 800 pro synchron chemistry analyzer. Amended reports for the rerun results were reported out of the laboratory. The customer reported that they were not experiencing any issues with the other assays on the analyzer. A field service engineer (fse) was dispatched to the customer's site. The fse conducted carryover testing which revealed that carryover existed on the sample probe, the wash collar, and the mixer paddles. The fse replaced all of these parts then verified analyzer performance per established procedures.